Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that pac tubing broke at the distal end from needle where cap would be screwed into while patient was at home accessing pac with blinitumamab infusing using home cadd pump. No patient harm or complications reported. No other information was provided.